Event description:
On january 29, 2023, senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Upon receipt, the sensor was tested in-house, but the failure mode could not be reproduced during the returned product analysis testing. Thus, the return product investigation is inconclusive. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. Based on review of the dms data, it appears that the system was experiencing some instability. This was identified by system diagnostics, triggering a sensor replacement alert once it was determined that the system would not recover. The system variability observed may potentially be caused by a micro-injury at the sensor site. The user confirmed that he frequently practices a high impact sport, and such high-impact activity may have contributed to the variability based on the in vivo symptoms observed.